Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. The device was evaluated at the importer site and the device log files were returned to zoll technical support for review. The reported alarms were observed in the device logs but could not be reproduced during testing. The log files identified a potential issue with the inspiratory valve. The inspiratory valve was subsequently replaced, and the updated log files were reviewed by zoll technical support. No further issues were identified in the log review after the device repair. Technical support advised the customer to perform all calibration and verification testing on the device and then it can be returned to service. The reported alarms were observed in the device logs but could not be reproduced during testing. Therefore, a definitive root cause is unable to be determined.

Event description:
It was reported that the device was experienced an issue with technical errors 401,316 & 300. No patient involvement was reported.